Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, tip snapped off. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ can you identify the lot number of the product that was used? ¿ when did the needle tip snapped off (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? ¿ were there any patient consequences? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.